Event description:
It was reported that t:slim x2 pump battery did not charge when caller used tandem charging cable with tandem wall adapter, and pump displayed power source alert around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving adapter plugged into working outlet for at least 30 minutes and then used different charging supplies, after which pump began charging with non-tandem wall adapter and tandem charging cable; technical support advised that third-party charging supplies were not recommended except for troubleshooting and arranged replacement tandem charging set, and no further assistance was required.